Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. The customer's blood glucose was 1100 mg/dl and when admitted to hospital it was 907 mg/dl. Customer¿s current blood glucose was 232 mg/dl. The customer did not experienced the symptoms due to high blood glucose. Customer stated high blood glucose was treated with insulin pump and intravenous insulin infusion. Customer stated high blood glucose was due to the sensors were not working and could not read over 400 mg/dl. Reason troubleshooting was done for high blood glucose. Auto mode feature was not used at the time of event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.